Event description:
It was reported that the patient was undergoing an l4/l5 spondylthesis on (B)(6) 2013 and was mobilized on the first day without any indication of pain. On (B)(6) 2013, the patient presented pain during mobilization. The surgeon has indicated that there is anterior leakage associated with this event which may have led to the reported pain. Currently, stryker is in contact with the surgeon to discuss this matter and the potential that excess cortoss was used as it was learned 15cc was used during the procedure. It should be noted this event occurred in the (B)(6).

Manufacturer narrative:
A follow up report will be submitted once communication has been made with the surgeon to better understand the need for using 15cc of cortoss as well as understanding the current condition of the patient. Product was discarded following surgical procedure.